Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. The xtw clip was prepared per instructions for use (IFU) and successfully grasped the leaflets. After deploying the clip, the clip opened to 45 degrees. The clip was attached to both leaflets and stable, but the mr was recurring again. An additional clip was placed to stabilize the first clip, reducing the mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention (additional mitraclip, same procedure) was the result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).